Event description:
This report summarizes <noe> 1 </noe> malfunction event. The customer reported an event of unintended movement of a dx-d 100 system. The customer described the system is moving at times even when the handle is not pressed. Agfa service responded onsite and inspected the dx-d 100 system. The reported issue could not be duplicated. Agfa service disassembled the drive handle and cleared debris buildup. The local service engineer also confirmed one of the four screws of the drive handle assembly was bent. Agfa service straightened the screw and reassembled the drive handle. The system was tested and performed as intended. There was no reported harm to patients or users and there are no additional actions for these events.